Event description:
It was reported that the patient experienced a syncopal episode. The device was interrogated and a low high voltage lead impedance (hvli) and possible output circuit damage was observed. Technical services discussed programming the device off and monitoring the patient externally until the ventricular lead could be replaced. It was later reported that the lead was capped.